Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and the pump had not resumed. Reportedly, the contact stated that there was moisture to the pump as it had been raining. The customer's blood glucose level was over 500 mg/dl. The customer indicated would administer a manual injection to manage blood glucose level and had alternative insulin therapy available.